Manufacturer narrative:
The complaint was not confirmed and no new issues were observed, all results were within the range specification and no errors were observed during control solution testing. The readings 233 mg/dl and 37 mg/dl were found in the meter's memory log.

Event description:
Customer reported receiving imprecise readings on their freestyle freedom lite blood glucose meter. Customer reported receiving readings of 233 mg/dl and 33 mg/dl within 10 minutes. All tests were performed on the finger . The results when plotted on the parkes error grid fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.